Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient had an overdischarge ins. It was reported that the patient has not charge since december and the ins was in overdischarge. It was reported that the patient had appointment at the hcp office to investigate the overdischarge. No patient complications have been reported because of this event. Additional information received from the manufacturing representative reported that they met with the patient on (B)(6) and overdischarged was confirmed and resolved. Additional information received from the manufacturing representative reported that the patient was still overdischarged and were not receiving coverage on their back. It was reported that the ins was not recoverable. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that both of the patient's ins had been in "sleep mode." The manufacturer representative had been able to recover one of them, but the other one "did not work." The patient wanted to attempt another physician mode reset on the device. No further complications are anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient pns ipg was still not working functioning. An appointment will be set up with the patient but it was unlikely that the battery will be able to be recovered since it has been discharged for quite some time. On (B)(6) 2018, it was noted that the rep was working on a time to meet up. Also, a follow-up appointment with the patient's physician was set up on (B)(6) in order to carry out a physician mode recharge. On (B)(6), the rep reported that a successful completion of eight physician mode recharge on the patient's battery was made. It was noted that the por (power on reset) message wasn't able to be cleared on time. On (B)(6), it was reported that the rep met with the patient on (B)(6) but the patient's battery was drained and the por could not be cleared. The rep was able to charge the battery to 1/4 within 10 minutes and to 3/4 within 45 minutes, which indicated that the battery was severely damage d. The por message was cleared and the battery was turned on for a brief period of time before it was discharged again. It was noted that the patient was going to try to keep the battery charged up long enough to determine if the pns system was helping with the patient's lower back. It was noted that the system help and the patient will have it replaced. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the epidural device was functioning and not an issue at the time of the report. The manufacturer representative (rep) stated that the patient will talk to the healthcare professional (hcp) about replacement. There were no further complications or anticipations reported with this event.